Manufacturer narrative:
H3: analysis has shown that there were no engagement or disengagement issues were observed with the returned bone screw or the accompanying screwdriver. Scratches and cuts were observed on top of the bone screw. Damaged thread on bone screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while performing screw tightening, the screw could not be removed from the screwdriver. They replaced the screw with a new one and the issue was resolved. Additional information was received: it was reported that the screw was neither broken nor fractured; however, after completing the screw tightening, it was found that the screw could not be removed from the screw. The issue may have happened during the procedure, but the issue resolved after using a new screw/kit.